Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) did provide normal but undesirable operation in response to the patient's arrhythmic state. The patient had been in the monitor only zone for a long time, with what appeared to be a 1:1 supraventricular tachycardia (svt) rhythm that accelerated into the ventricular (vt) zone. This device did not provide therapy for nearly 16 minutes before providing initial antitachycardia pacing (atp) in the monitor only zone. The device then delivered three shocks in the episode, which finally broke the arrhythmia or the patient slowed down on their own after the last shock. The patient felt fine throughout the episode and has felt great since getting this device. The resulting inappropriate shocks did not cause an exhaustion of rescue therapy.

Manufacturer narrative:
A bsc technical services consultant discussed programming options for the device's detection enhancements. There were no reports of adverse patient effects, and the device remains implanted and in service.